Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "please be aware that homemed has experienced another sapphire tubing leak at the filter. This is the same lot (assembled in (B)(4)) that had a doxorubicin filter leak a couple of weeks ago (B)(4). We have the affected tubing from the current event in our possession, if you would like to inspect it, but it is contaminated with hazardous drug. Leslie, we now only have 2 lots of this tubing on hand. Both have had problems with leaking with doxorubicin. Therapy information: doxorubicin 122 mg in 200 ml ns over 48 hours via sapphire pump affected product code: ap21301 sapphire microbore set with 0.2 micron filter. Kindly acknowledge no harm was caused as a result of this complaint. No, the patient contained the spill and did not complain of any topical dermatitis from the exposure. The patient received a replacement bag and did not miss any significant amount of the prescribed dose. Please provide the set lot number. If possible, please provide a photo of the paper package, capturing the lot number. 1077.2011.15. When during the infusion was the leak identified? Approximately 24 hours into a 48 hour infusion. The order was compounded and connected on the same day. What was the flow rate when the leakage was detected? 4.1 ml/h. Was the point of the leak in the connection point between the tube and a component (please specify which component)/ connection point between the tube to a sleeve/component itself (please specify which component)/tube itself (please circle the relevant answer). Tubing leaked at the filter site. Please provide a photo demonstrating the leakage. Below. If the set is not available, please demonstrate the point of leakage on a different set. Please make an attempt to provide the quantity of leaking sets you have observed. This is the second tubing of this lot number leaking from doxorubicin (prior leak already reported under (B)(4)). Please provide as much details as possible regarding the event: patient reports the tubing leaked at the filter site. What rate was programed? 4.1 ml/h. What were the treatment settings (vtbi, rate, taper up, taper down, bolus rate) doxorubicin 131 mg in saline. Total volume 210 ml. Infuse 200 ml over 48 hours. Delay in therapy: no. Need for medical intervention: no. Patient involvement: no. Death / serious injury: no. Human harm: no."

Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of ICU medical. Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: leakage of doxorubicin.